Event description:
It was reported the device was explanted due to t-wave oversensing. No pt complications have been reported as a result of this event.

Manufacturer narrative:
This info was received from a competitor. All data pertinent to the event is provided. Update: after this report was submitted on sept 10, 2006, it was discovered the serial number had been incorrectly reported. It has been corrected, as well as the pt info that was initially reported.